Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted due to a fracture during an additional surgical procedure to explant the device due to a malfunction. It was noted that they had seen noise in the office, however no associated shocks. The device system was replaced with an subcutaneous implantable cardioverter defibrillator (s-ICD). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned in 2 segments, and it appears that the mid-body segment was not returned. The allegation of noise was confirmed due to insulation webbing damage that was noted between the three lumens ~290mm from the tip. Due to the location and type of damage the insulation webbing damage was likely caused by entrapment in the clavical/first-rib region. An x-ray was performed and no anomalies were noted. The allegation of fracture was unable to be confirmed.